Event description:
Customer reported a malfunction on the pump, specifically identifying malfunction code 12. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.